Event description:
After attempting multiple times to gain access to the right posterior tibial artery, the surgeon was not able to cannulate it. After removing the guidewire, it was noted that it had come apart at the end leaving a segment of it in the peroneal artery. The surgeon made a small incision on the lateral malleolus, identifying the small side branch of the peroneal artery, and performed a small arteriotomy. The guidewire was retrieved.